Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen was dull. Additionally, the customer was unable to load multiple cartridges intermittently. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however no response from the customer was received.